Event description:
The customer reported that the display was flashing and was not readable.

Manufacturer narrative:
The customer reported that the display was flashing and was not readable. The device was evaluated at the philips repair bench in 2009, and the reported symptom could not be duplicated. For customer satisfaction purposes, the display assembly was replaced. We cannot determine the cause since the symptom could not be reproduced.